Manufacturer narrative:
The reported event of under-sensing resulting in a false bradycardia and pause episodes was confirmed. Based on the information provided, the root cause is due to suboptimal device programming as the user used a max sensitivity value for r wave sensing that was too high.

Event description:
It was reported, that the patient presented remotely via merlin.net transmission. Analysis of the transmission noted, that the implantable cardiac monitor (icm) exhibited undersensing. That caused inappropriate episode being recorded. Programming changes were made. The patient was stable throughout.